Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified and opening(extended), device underweight, and a crease fold. A microscopic analysis was performed which identified one opening crease(sharp) on radius, stress marks, and wear abrasion. Based on the device analysis the final assessment is a crease(sharp) opening on radius due to a fold(flaw) opening. Reason for reoperation was rupture.

Event description:
Health professional reported right side rupture. Device was explanted.